Event description:
Patient presented today in cath lab for a generator change. Upon interrogation before procedure, the atrial lead was found to have noise with isometrics. This was also seen in previous ams episodes on the device. Dr ambrose capped the lead and implanted a new one.